Event description:
It was reported that during a laparoscopic gastric bypass procedure during the first firing the device locked out and would not fire. When the surgeon reviewed the device they had loaded a 45mm reload in the device and not a 60mm. They forgot about the reverse feature and the device stuck on the tissue, they were able to pull off of the tissue and remove the device due to it had not fired. They used another 60 mm device and completed the procedure. Interim green reloads it was after the case. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: on what tissue type was the device used? Stomach at what location on the tissue? Interim. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? It was not discovered until after the procedure the incorrect reload had been loaded into the device.